Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During preparation of the farawave catheter, the physician noticed that the tubing was discolored and looked contaminated (foreign material) . The catheter was replaced. No patient complications were reported. The device is not expected to be returned for analysis, as it was disposed.